Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dtba1d1 crt-d, implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited the inability to capture. Fluoroscopy revealed that the lead dislodged and was hanging in the superior vena cava (svc). The lead was capped and an alternative lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.